Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button was unresponsive, preventing the user from waking the device even though the device functioned while on the charger and the user¿s blood glucose was not affected. Symptoms included no clinical symptoms. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and confirmation via user-provided video that proper button use did not elicit a response. Investigation of this device revealed the device operated as intended, no issues found.